Event description:
A customer reported the swivel mechanism of their affiniti cvx ultrasound system¿s control panel would not lock into position properly while transporting the unit within the user facility. A philips service engineer adjusted and secured the trigger cable to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Manufacturer narrative:
A thorough investigation was performed to identify the root cause of the reported issue. However, due to insufficient information and part returns, the engineering team was unable to determine the root cause of this failure. The articulation arm cable was adjusted to resolve the issue. Actions are underway to ensure the necessary information and parts are received to further investigate if this issue does recur.

Event description:
A customer reported the swivel mechanism of their affiniti cvx ultrasound system¿s control panel would not lock into position properly while transporting the unit within the user facility. A philips service engineer adjusted and secured the trigger cable to repair the system. No patient or user was harmed as a result of the issue. The ultrasound system has been returned to service with no additional issues reported.